Manufacturer narrative:
Product analysis: analysis confirmed that the upper case was broken, and one knob was missing. It was found that the output connector assembly was broken. It was also noted that the encoder switch assembly and one knob were contaminated, and the main seal was pinched. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested. The device passed all final testing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a cracked case and the knob had fallen off. The epg has been returned for service. There was no patient involvement. The epg subsequently tested out of specification during manufacturer's analysis.